Manufacturer narrative:
Pmt corporation conducted an investigation on the explanted integra tissue expander with micro remote port (3608-10) attached. The investigator was able to inject saline through the micro remote port without any restriction to the flow of saline being injected. There was no defect found in the product investigated.

Event description:
The surgeon using the expander could not inject saline through the micro remote port, model 3608-10. The remote port was located outside of the body. The surgeon explanted the entire tissue expander with micro remote port still attached to send back to pmt for investigation.